Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a vision side cart (vsc) that was not in use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe had repeated m-02 faults. Reportedly the procedure was able to be completed, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the error m02 via the system logs. Subsequent functional testing confirmed that the iesu powered on normally and successfully cauterized across all ports and instrument without issue. The generator logs showed errors m02, m31, and m0b. Visual inspection show no issue and generator in good cosmetic condition. Probable root cause is attributed to defective generator.